Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that patient had the system explanted. Date of explant is unknown.

Event description:
It was reported that the patient had an infection at the ipg site. Surgical intervention is planned to explant the scs system. There is no additional information at this time.

Manufacturer narrative:
Date of event is estimated.